Manufacturer narrative:
(B)(4). During investigation it was determined that this event was caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed. A batch review was not performed since the lot is unknown. The root cause cannot be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported a leak that occurred during drain. The care giver (cg) stated that the home patient (hp) had loosened the transfer set and catheter which caused a lot of solution to leak out. The technical service representative (tsr) advised that the cg will need to start over with new supplies. The tsr advised the cg that if solution leaked out of the catheter they should start over with new supplies due to possible risk of infection. The cg replied that the hp already has an infection and is on antibiotics. The tsr advised cg to start over with new supplies and contact the peritoneal dialysis nurse for assistance. There was patient involvement and there was no patient injury or medical intervention associated with this event.